Event description:
Procedure: lobectomy. According to the reporter: foreign material was found on the staple line after firing. Additional tissue was resected and another device was applied. It was reported that there was no bleeding or adverse extension or or time.